Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 lot, d4 expiration date, d 4primary UDI number, h4. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Lot number of ip-02311957: unk: j2400013. This event occurred before the patient woke up. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. Complaint sample review : one complaint sample of partial drain without trocar was received for evaluation, complete product was inspected visually and a hole nearby the end of tubing area was identified. Since, the silicone elastomer suction drain tubing is soft and pliable. It should not be handled or come into contact with pointed toothed, sharp-cornered, or even blunt instruments, as punctures, surface cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the drain and/or fragment retention within the wound. Moreover, as per dmd's standard practice, 100% functional test and 200% visual inspection was carried out, viz. Before and after packing of finished goods, prior to the product release. So, there was no scope at dmd's end to missed out such defect, at manufacturing / release stage, and lead to the defect generation out of dmd's scope. Device history review following the complaint from ethicon, degania has completed its batch review of in-process and final packaging inspections, as well as the manufacturing process, with respect to the production batch referenced below. Result of our investigation is as follows: customer product code : 2229 complaint lot no. / batch details : j2400013 lot dispatched quantity (in pcs.) : 4790 lot mfg. Date : 05-jan-2024 lot expiry date : 05-jan-29 these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery on (B)(6) 2025 and a drain was used. When the negative pressure was applied, just before the end of the surgery, a leak was obvious and reported to the doctor. The drain tube was clamped to check where was a leak was coming from, and it was found that there was a hole which was about 1 millimeter in diameter on about 15 centimeters away from the insertion part of drain. The drain was removed and a new drain was re-inserted, and the surgery was completed. Another product was used to complete the case. Further details are not provided. Additional information has been requested.